Event description:
Misi CT injector syringes purchased through chs contain condensation inside the syringes. Chs claimed the condensation is from medial grade silicone oil. This is their explanation "the phenomenon of silicone oil condensation will not affect the normal use of the product. The silicone oil used by our company is medical grade silicone oil, which fully complies with relevant national standards, is safe, non-toxic, and harmless to the human body." They offered to replace the three identified defective lots 2503182, 2504192 and 2503183. Pt code: 4580. Device codes: 1506, 2986. Ref reports: mw5180780, mw5180781.